Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as "high" on the continuous glucose monitor, a large ketone level identified as dangerous. The customer alleged that the pump was not delivering insulin properly. System check with tandem technical support indicated that the pump and related supplies were functioning as intended; however, the customer maintained that the pump was not functioning properly. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin, and fluids. Reportedly, the customer was released on (B)(6) 2020 with the issue resolved and no permanent damage. Reportedly, the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
B5, h6 (remove 2182, add 2993).

Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as "high" on the continuous glucose monitor, a large ketone level identified as dangerous. The customer alleged that the pump was not delivering insulin properly. System check with tandem technical support indicated that the pump and related supplies were functioning as intended; however, the customer maintained that the pump was not functioning properly. Upon follow up with tandem technical support, the customer no longer believes the pump to be the cause of elevated blood glucose level, and subsequent hospitalization. Ultimately, the cause was unknown. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin, and fluids. Reportedly, the customer was released on (B)(6) 2020 with the issue resolved and no permanent damage. Reportedly, the customer reverted to manual injections for insulin therapy.